Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced high resolution stereo viewer monitor thinking that this was the issue. Instead, it turned out to be the personality module audio / video (pmav) in surgeon side cart (ssc) needed to be reseated. The system was tested and verified as ready for use. Intuitive surgical inc. (Isi) received the hrsv monitor for failure analysis investigation, however, the investigation is still in progress. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or it could cause or contribute to an adverse event.

Event description:
During a da vinci assisted total benign hysterectomy procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that the left eye in the surgeon console did not have an image. He power cycled that system and watched the system power up through the viewport. Only the right eye had some icons showing up. The csr verified that both left and right eye at the touch screen monitor were showing an image. Surgeon completed the procedure case using only one eye. The surgical procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter stated that there was no intervention required and the surgeon completed the procedure with one eye in the surgeon side console (ssc). He also said that the issue occurred when the surgeon had docked the instruments to the trocars and cannulas, approximately 15 minutes into the procedure. The eye was completely out. There was a 5 minute delay. The system, 3d adjustment and white balance was checked prior to the procedure.

Manufacturer narrative:
4310 - the original equipment manufacturer (OEM) received the high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis investigation: the OEM found no problem with the hrsv.